Manufacturer narrative:
Please note: that the device reference in d4, is distributed outside the united states. However, it is similar to the us distributed drug eluting stents. The product is available, but has not been received as of the initial report (which has been indicated as "other"). Additional information will be submitted within 30 days of receipt.

Event description:
The physician had difficulty inflating the balloon and then noticed a contrast medium leakage from the distal end of the stent delivery system. Dca (flexicut) was conducted 15 times. Cypher (3.5/18mm) was then delivered to the target lesion by direct stenting. The balloon was inflated, but the stent wouldn't expand enough. A contrast medium leakage was observed from the distal end of the sds to the 1st diagonal branch and sp. Nevertheless, the physician kept inflating the unit to 20 atm to deploy the stent. Post-dilation was conducted with a balloon (3.5x15mm:mercury) and the procedure was finished. The physician stated that he felt some irregularity from the beginning of the inflation. No problems with the outer packaging of the product were found. There is no further information regarding the patient's medical history or medications. There was no reported patient injury. The target lesion was the proximal left anterior descending branch. The lesion was a de novo, heavily calcified and moderately tortuous. The vessel diameter before the dca was 2mm. There was 90% stenosis.